Manufacturer narrative:
Updated fields: b4, d10, g3, g6, h2, h6 (medical device problem code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the problem was the balloon and the failure was unable to be duplicated. The fse performed full preventative maintenance procedures per manufacturers specifications. All tests were passed and the unit was handed over to the customer in working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during testing the cardiosave intra-aortic balloon pump(iabp) unit would not inflate the balloon and had autofill related issue. There was no patient involved.